Manufacturer narrative:
Product analysis: analysis confirmed the reported issue; both output connectors were broken. It was also found that the battery drawer stuck, and the main seal was pinched. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the connector block of the external pulse generator (epg) was broken. The epg has been returned for service. There was no patient involvement.